Manufacturer narrative:
As of this date there are no indications from the MFR that the device has been returned. Should it be returned to the MFR at some point in the future an eval may be performed at that time.